Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient experienced a decreased ability to hear over the easter period. The patient hears a loud echo and her hearing sensations sound tinny. Channels 2, 4, 6, 7 and 10 showed status "hi". Channels 1, 5 and 8 showed ">". After fitting the patient was satisfied with her speech understanding and the tinny noise was reduced. The patient's progress will be observed.